Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and ac power charge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, new charging supplies were sent to the customer 2nd day air. Customer was the customer was able to successfully charge the pump.